Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 296 mg/dl for approximately two hours after disconnecting from the ilet during a 40-minute shower, despite usual meal announcements and a recent infusion site change to a 23 in, 6 mm contact detach set. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and the user planned to see an endocrinologist. Investigation included troubleshooting and education by the support agent, who advised monitoring and potential infusion site change. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause, with no device performance issue confirmed.